Event description:
It was reported that (1) device was used during a video assisted laparoscopic cholecystectomy. It was reported by the affiliate that the 511h outer gasket tore after only a few minutes. The operation was completed using another device from "ussc." There was no consequence to the pt.